Event description:
Infection was reported. The patient stated that the infection appeared after the implant of the cardiac monitor and "it almost killed me." The cardiac monitor was removed. No new device has been implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.